Manufacturer narrative:
H10. Additional information received by reporter states the procedure was completed with a backup device of the same model which does not constitute a change in the technique as initially reported. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the arcr procedure, the super turbovac 90 icw wand could not be activated as intended. The power was abnormal to ablate tissues. The procedure completed with shaver with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.